Manufacturer narrative:
Evaluation: a datascope 10 french, 6 inch hemostasis valve (snap fit)/sheath assembly was returned for evaluation. Visual examination revealed the white valve gasket to be unseated within the valve body. Difficulty was encountered when trying to pass the returned dilator through the valve. The reported difficulty was verified during laboratory examination. This complaint was reviewed with all insertion kit operators in mfg. As a test, mfg tried to move or deform the white valve gasket using a dilator in a sample hemostasis valve. It was not possible to do so. Unfortunately, it was not possible to trace the mfg process on this valve because no info was provided by the user. Probable cause of difficulty: to prevent future occurrences, operators were retrained on the current procedure and this was noted in their training records. In addition, snap fit hemostasis valves are not being used in insertion kits at this time.

Event description:
The introducer dilator did not pass through the sheath. The contact stated that the hemostasis valve was deformed. (Event complications: none from the event - reported 2/26/97.) (Pt's current status: unk - rpt'd 2/26/97).